Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) filled the unit with water and power was applied. Functions were checked: defrost, cool down, maintain, rewarm, cpg and all operated as designed. The side, front and back panels of the unit were removed and there was no sign of water leakage inside. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information indicated that the problem occurred during routine testing of the device at the service center.

Manufacturer narrative:
(B)(4) this medwatch is related to medwatch 1828100-2016-00644. During diligence for a prior complaint, additional information found this unit had a leak not related to the original complaint. The local subsidiary technician replaced the special connector (inox t). Per the maintenance expert: they have no knowledge of patient infection that may be associated with the cooler heater unit, they follow the user manual for cleaning, sanitization and defrosting, the water is not cloudy or discolored and every six months the unit has preventive maintenance (pm) completed.

Event description:
It was reported the heater cooler (tcm ii) was leaking. No other details regarding the nature of this event were provided.